Manufacturer narrative:
H.11: review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the healthcare provider's (hcp) was trying to install devices with very little to no anesthesia, or meds to help with pain. This made the patient feel all the pain. There were no device issues, the device was not even implanted because patient was awake and the doctor kept trying to implant the device. Unknown if devices were returned.

Event description:
Information was received from a patient (pt). It was reported that they tried to put a implantable neurostimulator (ins) device on their spine and the manufacturer representative (rep) who was at the procedure had to tell the doctor they should stop during the procedure because it had been hurting the patient more than they were already hurt. Patient stated the experience was "horrible", however, the rep did get the doctor to stop. The patient could not recall when exactly this happened and stated it was probably in late 2023 or early 2024. Patient stated they wanted to do a pump after that however the patient didn't want a pump either. The patient stated they didn't want anything else in their body and that they just tolerated their pain. Patient stated they would just take tylenol and endure the scoliosis and the pain in their back.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.